Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device would not hold the needle. The reload fell out of the device five times. It fell into the patient and was retrieved. The procedure was completed with the same device. There was no patient injury.